Manufacturer narrative:
Radiometer investigations of the returned defective product, showed that the product was likely exposed to a chlorine containing chemical agent. Use of chloride containing gases has not been identified anywhere in the supply chain and would not be present during normal handling/storage/shipping. Hence the root cause is unknown.

Event description:
According to the complaint, the user was preparing to perform an arterial blood sampling on the patient using safepico70 sampler (lot number: bv06). Upon opening the outer packaging, and inspecting the sampler, the user noticed the needle had corroded with foreign objects inside the needle hub. The user immediately replaced it with a new sampler and was not used for treatment.

Manufacturer narrative:
Date of event is estimated. Radiometer have checked all of the available reference samples in visual inspection. All reference samples within specification. Corrosion on the needle has not been observed. However, the investigation is still ongoing and hence the root cause is not identified yet. On 2024-11-06, radiometer decided to recall the affected lot: (bv06). The lot was not distributed to the us, and hence the us is not affected. Due to the suspected root cause and the product was only distributed to china, the stock recovery is only affected in china.